Manufacturer narrative:
The customer biomed contacted the philips response center and requested the part ID for a replacement display.

Event description:
The customer reported the device display would not turn on during testing. There was no patient involvement.